Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Blood glucose level not provided. Multiple attempts were made by tandem technical support to follow up with the customer, however, no response was received.